Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 19.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device change out for normal eri, the physician was concerned about high dfts due to the rv lead not being near the apex. The lead was cut and capped.